Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with normal operating currents. No weak battery alarm occurred during testing. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error from her insulin pump. She stated that the numbers were going up and down on their own. The customer tried changing the battery, but the button error persisted. The customer's blood glucose level was 169 mg/dl. Standard troubleshooting was performed. The customer revealed that she had been wearing the insulin pump in her bra. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).